Event description:
It was reported that the patient experienced a low heart and drop in blood pressure during an unrelated surgical procedure. Pacing below the lower programmed rate was also observed on the leadless implantable pulse generator (ipg). The leadless ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.